Event description:
The patient alleges he was driving his scooter when the brakes failed, causing him to run into a curb and fall from the scooter. The patient sustained whiplash.

Manufacturer narrative:
The device is not available for eval at this time due to pending litigation. Cannot draw any conclusions at this time. If the unit becomes available for eval, a follow-up report will be submitted.